Event description:
Pt underwent augmentation mammoplasty in 1981 using double lumen implants. There was one deflation of the outer lumen requiring replacement in 1986. In 1986 a breast biopsy was done and an intraductal papilloma was removed from the left breast nipple area. In 1987 another mass was found in the right breast nipple area. Pathology was the same; however, the classification had increased to the point that a bilateral mastectomy was performed in 1987 with reconstruction in 1988 using another MFR's double lumen implants. In 1994, the pt was placed on aladet for raynaud's. Pt complaints include chronic fatigue, gastric distress, loss of appetite, and right-sided breast pain. A recent diagnosis was made of right-sided outer lumen implant rupture.